Event description:
No additional information received.

Manufacturer narrative:
The investigation of the returned coil system found the device returned stuck inside the returned microcatheter. The implant was found to still be attached to the pusher, but was broken at the proximal end, and stretched and entangled distal to the break site, which is consistent with the alleged product issue. The microcatheter and the pusher were returned cut at the proximal end, which is consistent with the condition of the devices as described in the reported event. The microcatheter was not observed to be kinked or damaged along the working length and the distal tip was also found to be in good condition. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant stretching and breaking, but the damage is consistent with the device experiencing forces exceeding the implant's yield and tensile strength.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the coil was used for coil compaction of a right ic top aneurysm. Stent-assisted coiling was planned to implant a stent in the aca-mca through access via the left side vessels. First, a guiding sheath was navigated to the right ica with the right tra, and then a microcatheter was navigated to the aneurysm. The guiding sheath was then inserted from the left fa and navigated to the left ica. Another microcatheter was advanced through the left aca, the a-com, and the right aca to the right mca, and a stent was implanted. Coiling was initiated using a jailing technique and the coil was inserted. The implant became stretched during advancement and retraction of the coil several times. The coil could not be withdrawn without using a snare. The hub of the microcatheter was cut, and a snare was inserted. The unstretched part of the implant was captured with the snare, and the coil was withdrawn and removed from the patient. A competitor¿s coil was used to continue the procedure, and the procedure was successfully completed. No health damage to the patient.